Event description:
It was reported that the customer was hospitalized due to high blood glucose of 500mg/dl. It was stated that the customer has been in the hospital before for the same reason. It was mentioned that the customer did not react with the insulin delivery. The customer has inserted a sensor, but does not know anything about calibration, and the alarm history showed calibration error alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.